Event description:
It was reported that a balloon rupture occurred. The patient presented with coronary heart disease. A 4.00 x 12 synergy drug-eluting stent (des) was selected for treatment. During coronary angioplasty, the physician noted that the stent did not open, and the balloon was ruptured. The device was successfully removed from the patient, and no patient complications were reported.

Manufacturer narrative:
Date of event used the first date of the month of the aware date as no event date was provided.